Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 115 mg/dl at the time of the incident and the current blood glucose was 400 mg/dl. The customer was treated with pen and the blood glucose was not coming down. The customer was advised to change the set. The insulin pump will not be returned for analysis.